Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8840, serial # unknown, product type programmer, physician; product ID 8870, serial # unknown, product type software.

Event description:
Nurse called representative stating she was having issue syncing following programming of implantable neurostimulator (ins) and also had inconsistent information coming from ins regarding data usage. She stated that data usage shows patient's device was showing being turned "off" a lot but patient denied that they are turning the device off. It was noted that the clinician programmer was not bonding. Nurse was very experienced per representative. There was no troubleshooting done prior to the call. Caller called back and was with at the hcp's office. The representative reported a code on the clinician programmer of "08:0a:0b:do-48 e9" with a card version: mmb-02. Turning on and off the clinician programmer did not resolve the issue. Caller to customer service for new mmb-02 card. It was reviewed with caller that using the print report icon with the mmb card would cause the ir port to freeze, forcing a reboot of the programmer. Caller indicated that the health care provider (hcp) was trying to print the daily use because the hcp was seeing that the daily use was showing off on some of the days and she believes that to be incorrectly showing. Confirmed date on programmer was accurate, time was off by a couple of hours. Reviewed that would need to highlight each individual day and look at the details for that day to determine how long the therapy has been turned off. Discussed if usage shows 99%, then it was possibly an inadvertent button press that was remedied by the patient. The clinician programmer would be the only way that this can occur. Caller would review this with hcp and call back if needed. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from a healthcare professional (hcp) reported that at the most recent visit, it appeared that the issue of the device turning on/off had spontaneously resolved. No actions or interventions were taken as the cause was not identified. The syncing issue of the clinician programmer (cp) was not determined. The syncing issue also spontaneously resolved and did not require any actions or interventions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.